Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the surgeon used an over stitch device to endoscopically suture. The surgical task was used during a gastric fistula takedown. The suture had an "I" suture and the end of it was made from plastic and metal material. While firing a sureform 60 stapler instrument across the stomach tissue with a green sureform 60 reload, the stapler instrument paused for compression 2 or 3 times and then kept firing. The surgeon looked endoscopically and confirmed that there was no any suture material in the stapler. However, when taking the stapler instrument off, the surgeon saw that she had fired over the plastic and metal end piece. This caused a hole in the middle of the staple line. The rest of the staple line looked normal. There was no additional bleeding. To resolve the hole, the surgeon fired a second green sureform 60 reload parallel to the original staple line with no issues. This resulted in additional tissue removal. The procedure was completed robotically with the same stapler. The surgeon informed the patient was not harmed.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device was not received for evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The stapler logs were reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fse) and the following was reported: the logs show a sureform 60 stapler instrument was installed on the system 9 times and fired 3 reloads (3 green). On install 1, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. On the next 5 install attempts, the stapler failed to engage with the system. The logs shows five error codes with parameters indicating that the roll axis hardstop check failed in each case. On the 7th install, the stapler successfully engaged; however, no clamping or firing was attempted. On installs 8 and 9, the first clamps were successful, and the firings were each completed with no pauses for compression. The stapler was then removed, and not used again in the procedure. There were no additional stapler related errors in the logs. .